Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient had sepsis. This rv lead had high threshold measurements and loss of capture which resulted in asystole. It is unknown if any intervention was made.